Event description:
On several occasions, the needle on the 20ga x 3/4in infusion set leaks around the needle. Also, reports of the needle bending while attempting to insert the needle into the injection site.